Manufacturer narrative:
(B)(4). Product investigation: call home was reviewed. A pr15xt, (B)(4), was connected to channel 1, and tested successfully. Another pr15xt, (B)(4), was connected to channel 2, was disconnected and connected to channel 3. Then back to channel 2, and back to channel 3. The probe tested successfully. An ablation was set to 1:00, 45w for probe 1. This ablation completed successfully with no errors with a peak temperature of 95c. An ablation was set to 1:00, 45w for probe 3. This ablation also completed successfully with no errors, and a peak temperature of 98c. The probes were disconnected and this marked the end of the procedure. No errors were seen. The system and its probes were performing to specifications. This probe will not be returned to neuwave for further investigation. No errors were seen during this case. All ablation temperatures were normal. The system and its probes were performing to specifications. The root cause of this complaint is unknown. Lot ml18023303, work order (B)(4) was reviewed. Probe sn 9's spec was low on the flow test (90sccm, lower limit was 102sccm). There were no other problems during the manufacturing of testing of this lot. Additional information was requested and the following was obtained: can you please confirm if 2 probes were used in separate fashion? Speaking with neuwave engineer, stated two probes were used when reviewing "call home data". How many days post the ablation procedure did the air leak occur? I am unaware of who many days post ablation the air leak occurred. Dr. Never stated. How was the air leak identified? I am unaware of how the air leak was identified. Dr. Never stated. How was the air leak managed? I am unaware of how the air leak was managed. Dr. Never stated. What is the current patient status? I do not know the status of the patient as of sept, 6th.

Event description:
It was reported by that post op of a lung ablation procedure, the patient from (B)(6) 2018 now has an "air leak" post ablation. The surgeon stated that they were "unsure if it was the probe that caused the air leak as the patient was a smoker and their lungs were compromised".